Event description:
It was reported the a shipment of k2 edta (k2e) 3.6 mg plastic collection tubes was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Correction: it was reported the a shipment of k2 edta (k2e) 3.6 mg plastic collection tubes was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions. Medical device brand name: k2 edta (k2e) 3.6 mg plastic collection tube. Medical device type: jka. Report source: distributor. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the a shipment of bd vacutainer® edta venous blood collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported the a shipment of bd vacutainer® edta venous blood collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage, missing label, incorrect placement, foreign matter, open package, and incorrect count with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage, missing label, incorrect placement, foreign matter, open package, and incorrect count with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the a shipment of bd vacutainer® edta venous blood collection tube(s) was received with multiple defects, including a ¿broken wrap, broken tray, missing label, pack label defect, tube label defect, dirty pack/tray, dirty tube, and tube or cap defect¿. The products were not used and there was no report of injury or medical interventions.